Event description:
It was reported that the cannula length was incorrect on two(2) size m ooopt, specialized pediatric tracheostomy tubes. This was visually detected prior to insertion. There was no patient involved. The devices were returned to the menufacturer for decontamination, analysis and investigation.